Manufacturer narrative:
E1; (B)(6). A philips remote service engineer (rse) spoke to the customer biomed and stated that the nibp will not climb higher than 130 and stated that the pump sounds a little weak. The biomed did some troubleshooting with the rse and the biomed confirmed high initial inflation pressure is set at 170. Customer request part number to replace nbp pump. Rse provided the following part number and placed a material wo for part for 453564673781 x3/mx100 nbp pump assembly. Based on the results of the analysis, it was determined that the product has malfunctioned and the most likely cause of the reported problem was a faulty pump.

Event description:
Philips received a complaint on an intellivue x3 patient monitor indicating that the nibp will not climb higher than 130. The device was in clinical use at time of event, no adverse event was reported.